Event description:
It was reported that this accessory guide catheter broke off at the end while splitting during left ventricular lead placement. In addition, the involved guidewire was bent upon removal from the package. The case was then proceeded by performing a second placement. This accessory was out of service and will be returned for analysis. No adverse patient effects were reported.